Event description:
A customer contacted haemonetics on (B)(6) 2012 to report a pt death while the cell saver machine was being used. The customer stated that the pt's condition had suddenly changed immediately after the blood return. The pt was in cardiopulmonary arrest and died without recovery. The customer also stated that there were no particular problems with the equipment.

Manufacturer narrative:
No further information is available and the device has not been returned; therefore, no evaluation was performed. A follow-up report will be filed when additional information becomes available. (B)(4).